Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and email. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is experiencing difficulty with her activities of daily living. As a result, she has difficulty with mobility issues and she has blurred near and intermediate vision problems. The consumer also reported that she had peripheral and temporary block in her visual field right after the procedure,but that it has resolved. Add'l info has been requested.